Manufacturer narrative:
Lot number not reported. Date manufactured not known because lot number not reported.

Event description:
During total hip arthroplasty, the tip of the drill bit broke off in the acetabulum. The surgeon determined to leave the tip in place rather than retrieve it.